Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The customer stated that they have experienced tsh and ft4 result discrepancies with this same patient since 2011. The tsh result was believed to be high and did not match the clinical condition of the patient. The patient was under levothyroxine treatment. This medwatch will apply to the ft4 assay. Please refer to the medwatch with (B)(6) for information related to tsh. Refer to the attachment for all patient data. The sample was initially tested on the e602 analyzer at the customer site. The sample was repeated on an abbott architect analyzer. A second sample was collected from the patient and tested on (B)(6) 2017. The sample was treated with polyethylene glycol (peg) and the tsh test was repeated. The customer used a heterophilic block tube to block any heterophilic antibodies that might be present, but no interference was found. The doctor believes that samples from the patient contain macro-tsh. No adverse events were alleged. The serial number of the e602 analyzer was requested but not provided. The sample from (B)(6) 2017 was provided for investigation and the results obtained by the customer were duplicated. No interfering factor was identified in the sample.

Manufacturer narrative:
For the observed differences in ft4 values, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.